Event description:
A surgical office manager reported an intraocular lens (iol) exchange following iol implant surgery due to residual myopia and astigmatism. The replacement lens was a different model and power. Additional info was received from the surgeon, who indicated the event resolved with the exchange of the iol. The surgeon also reported that in his opinion, the iol did not cause/contribute to the event. "Even though the biometry was accurate, the effective lens position was different than anticipated."

Manufacturer narrative:
The product was returned for analysis; the optic is too damaged to conduct a check for the optical resolution or the diopter of the lens. The product was returned and damage was observed. The lens was returned in the left side of a contact lens container. Product history records were reviewed and all documents indicate the product met release criteria. There were no other complaints reported in this lot. The product investigation could not identify a root cause for the damage, our observation reasonably suggests that it is not manufacturing related. Due to the condition of the returned sample, the damage is potentially related to customer handling. (B)(4).